Event description:
Related manufacturer reference number: 2017865-2021-36895. It was reported that the patient presented to the emergency room with diaphragmatic pacing exhibited by the right ventricular (rv) lead. Device interrogation revealed failure to capture and failure to sense on the rv lead. A chest x-ray was performed to confirm rv lead dislodgement and lack of slack of the right atrial lead due to twiddler's syndrome. Both leads were successfully repositioned on (B)(6) 2021. The patient was in stable condition.